Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles material was found on the shell, dark ring and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening crease sharp and stress marks. Based on the device analysis the final assessment is: - one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted.